Event description:
The customer reported that, during reprocessing, angulation was reduced and heavy. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the entire image was blurry. This report is being submitted for the malfunction found during evaluation (blurry image). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, the image was blurry due to damage to the charge-coupled device. The report of heavy angulation was confirmed during testing. The report of reduced angulation was not reproduced. In addition, the insertion section was peeling, the protector was worn, the switch box was worn, switch one was scratched, the light guide tube was scratched, the light guide plug had liquid intrusion, the control section was corroded by liquid intrusion, and the zoom lever was leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the blurry image was due to moisture in the lens unit caused by the leakage that occurred from the zoom lever of the control section during user handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿general policy precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.